Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump alarmed insulin flow blocked. Customer was in the hospital due to ulcer but also mentioned diabetes related issues. Blood glucose was unknown at the time of the incident. There were no further details provided regarding hospitalization. Customer was assisted troubleshooting for insulin flow block alarm and insulin exited the tubing. The customer was advised it may be site related occlusion. Customer's blood glucose on the day it was reported were 148 mg/dl and 168 mg/dl. Customer was unable to check if the infusion set cannula was bent. The product will not be returned for analysis.